Event description:
A patient called to report the adverse events she has been experiencing from mesh implant and allomax graft she had in 2009. She stated a couple of weeks ago, she was rushed to the emergency room from vomiting and abdominal pain. Blood work showed that she was about to lose her kidney function. She said the doctor had to rush her to the operating room to remove the mesh. She said the surgeon had to cut her up all the way to her vagina. She said the wound still has not healed. She said she is still in pain from the procedure. She said her bowel hurts so bad. She said she had 2 bowel prolapses after the mesh implant and allomax graft. She said she has a son with disability. She said every time she has a procedure or rushed to the hospital, she must arrange with someone to take care of her disabled son.